Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was blank display exposed to moisture. The customer¿s blood glucose was 84 mg/dl. The customer states the insulin pump was vibrating with blank display. Troubleshooting was performed and noticed the keypad was unresponsive. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a solid white display. The battery tube, electronic, and motor assemblies were found with traces of corrosion. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to solid white display.